Event description:
Revision surgery - due to the pt presenting after dislocating. The surgeon decided the socket insert was too loose and another insert would be a better fit.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 41 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 40th complaint for this part (1 fit, 3 revision surgery, 20 dislocation, 4 infection, 2 trauma, 2 device loosening, 1 surgical technique, 4 stability/poor joint, 1 other, 2 packaging concern), first for this lot. The root cause for the dislocation was reported to be due to the insert being too loose. There are no indications of a product or process issue affecting implant safety or effectiveness. Kept by hospital.